Event description:
It was reported that the patient's right ventricular (rv) lead had high out of range pacing lead impedances with short v-v intervals noted. The lead was explanted and replaced. The patient's right atrial (ra) lead and left ventricular (lv) lead were potentially damaged while explanting the rv lead, thus the leads were also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID d224trk, implanted: (B)(6) 2010. (B)(4).